Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure. Do not use this device as a lever for manipulating hard tissue or bone. Excessive force should not be applied to the device when manipulating soft tissue, bone, or hard objects. Misuse of this device may result in bent or broken distal tip or jaws. Tissue thickness may affect suture placement including stitch depth and needle entry point. When passing suture multiple times always check the tip of the device for damage or debris between passes. Clear any visible debris between passes. Discontinue use if the device becomes damaged between passes. Visual inspection shows the device suture trap is detached and damaged. No manufacturing abnormalities were observed. During functional evaluation, the two step trigger performed as intended, the jaw could open and close, and the needle could be extended without any issues. The needle went through a foam model and passed a stitch as intended. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee surgery the mini firstpass trap door fell in the joint. The piece broke inside the patient and it was removed using grasper. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.